Manufacturer narrative:
Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 1100618333. Model/catalog description: reservoir 65 ml pc/iz. Unique identifier (UDI) #: (B)(4). At this time, the investigation is in progress. Once the investigation is completed the final report will be submitted.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) was unable to inflate their device due to difficulty manipulating the pump. A surgical procedure was performed during which the physician tested the device and could only achieve partial inflation. As a result, the ipp was explanted and replaced. No patient complications were reported.